Event description:
It was reported that the device was not grounding out and the procedure needed to be cancelled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device was rec'd by the MFR for eval. The customer complaint could not be confirmed. Possible causes of the reported event include not fully inserting the cable into the unit, not getting good contact with the grounding cable and the pt, a software failure, or an undetected mechanical failure such as loose connections.